Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected manufacturer's investigation conclusion: suspected outflow graft thrombus was unable to be confirmed as no images or product was available for evaluation. Review of the submitted log files was unable to confirm low flow alarms but pulsatility index (pi) events were noted; a specific cause for these events and reported alarms could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files noted multiple pulsatility index (pi) events; however, a specific cause for the pi events could not be conclusively determined. Due to the recent pi events overwriting older data per design, the controller event log file contained less than 10 hours of data at the end of 28nov2024 and beginning of 29nov2024. The system appeared to be operating as intended, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm as well as pi events. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with intermittent low flow alarms. A computed tomography angiography (cta) was performed which showed eccentric, peripheral thrombus along the superior aspect of the outflow graft but only constituted of less than 25 percent narrowing. Log files were submitted for review and captured multiple pulsatility index (pi) events that were occurring on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.